Event description:
It was reported that this lead exhibited loss of capture while the physician was using electrocautery during a laser lead extraction procedure. The lv lead was connected to the device outside the pocket and experienced loss of capture. Technical services was consulted. Unsure if other factors such as chest/wires/tools played a role in the reported observations. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).